Event description:
High impedance, noise and oversensing were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; there are three sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal which indicates, at some time, the lead was not fully inserted into the device; proximal segment returned and analyzed.